Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 153 mg/dl,300 mg/dl. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was advised to insert new battery however, the display did not return after pump restart. The customer advised the insulin pump will need to be replaced. The customer was also advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.